Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) heard beep tones. The battery of this s-ICD was suspected to be depleting prematurely as the remaining longevity dropped from 50% to 14% remaining since the previous follow-up on 01feb2021. A request was made to have data from this device analyzed. Data analysis showed the battery consumption had been increasing a gradual fashion. Device replacement was recommended. Additional information was received, stating that the device was explanted. No additional adverse patient effects were reported. Boston scientific issued a field safety notice in august 2019 regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior; the population of devices that may be impacted was expanded in december 2020. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) heard beep tones. The battery of this s-ICD was suspected to be depleting prematurely as the remaining longevity dropped from 50% to 14% remaining since the previous follow-up on 01feb2021. A request was made to have data from this device analyzed. Data analysis showed the battery consumption had been increasing a gradual fashion. Device replacement was recommended. Additional information was received, stating that the device was explanted. No additional adverse patient effects were reported. Boston scientific issued a field safety notice in august 2019 regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior; the population of devices that may be impacted was expanded in (B)(6) 2020. This particular device is included in the emblem s-ICD accelerated depletion advisory population.